Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, upon removal of the first delivery catheter system (dcs) from the packaging, it was observed that the actuator had separated from the rest of the device. Subsequently, a new dcs was prepared. Upon removal of the second dcs from packaging, however, the flush port came off.  The physician placed the flush port back on the hemostasis valve body, and the second dcs was used for the implant of the valve. No adverse patient effects were reported. Additional information was received to clarify the actuator did not separate, it was still in place, but was not sealed. It was reported to be leaking and could not be tightened.

Manufacturer narrative:
Corrected data: additional review of the event showed no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury or that the device malfunction in this report has caused or has the potential to cause death or serious injury if it were to recur. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: additional information was received to clarify the nature of the product malfunction as it was not accurately communicated initially to the complaint handling unit. At the time of the previous 3500a submission, the complaint handling unit had an understanding an actuator separation had occurred, which is a malfunction that has caused serious injury in the past. However, the device malfunction was not an actuator separation but rather an issue related to tightening and a leak. B5. A second paragraph was added. H6. Device codes were added. Code a0501 should be considered removed. Additional codes. An annex g code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, upon removal of the first delivery catheter system (dcs) (0012303785) from the packaging, it was observed that the actuator had separated from the rest of the device. Subsequently, a new dcs (0012303784) was prepared. Upon removal of the second dcs from packaging, however, the flush port came off.  The physician placed the flush port back on the hemostasis valve body, and the second dcs was used for the implant of the valve. No adverse patient effects were reported. Additional information was received to clarify the actuator did not separate, it was still in place, but was not sealed. It was reported to be leaking and could not be tightened.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, upon removal of the first delivery catheter system (dcs) from the packaging, it was observed that the actuator had separated from the rest of the device. Subsequently, a new dcs was prepared. Upon removal of the second dcs from packaging, however, the flush port came off.  The physician placed the flush port back on the hemostasis valve body, and the second dcs was used for the implant of the valve. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.